Manufacturer narrative:
Ascope 4 broncho slim product was used during lung transplantation surgery, where it was placed inside a double-lumen tube (dlt). The product performed for about an hour, after which the doctor attempted to withdraw it, which is when the distal tip broke off and obstructed the tube. Subsequently, the patient had to be urgently re-intubated. The failure of the breaking of distal end of ascope 4 broncho slim inside the dlt was verified from the provided photos as well as from the returned sample. Based on investigation results, the possible cause of reported failure was identified to be an unintentional activation of the bending section during withdrawal of the bronchoscope, thus not being in its neutral position. Consequently, the distal tip was bent with a high bending angle and pulled inside the dlt in opposite direction, where it made a loop. Afterwards, an excessive pulling force was used to withdraw the scope, causing the distal tip to get stuck and break inside the tube. Instructions for use are in place to guide the user on the correct way of using the ascope 4 broncho. More specifically, warning 18 states: 'when withdrawing the endoscope, the distal tip must be in neutral and non-deflected position. Do not operate the control lever, as this may result in injury to the patient and/or damage to the endoscope.'

Event description:
The incident occurred during the repositioning of the double lumen tube (medtronic 39fr with ergot) during a lung transplantation. More than an hour after the initial placement of the tube, the ascope4 broncho slim has been blocked in the tube, and its distal end broke off inside the tube, causing the patient's desaturation to < 50% because the distal end of the bronchoscope obstructed the tube, making it very difficult to ventilate the patient. The patient had to be urgently intubated.